Event description:
This rv lead was implanted on (B)(6) 2017 and still remains implanted at this time. At implant this lead was repositioned multiple times. The physician was dr. (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).